Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of fragmentation of an internal rubber component of the seal. Based on the condition of the returned, it is likely that the damage to the seal was caused by an instrument. The instructions for use (IFU) states, "extra care should be used when inserting angular and asymmetrical instruments, such as "j" hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of event to occur.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: the black part inside the seal fell in the patient abdomen then was successfully retrieved. This event occurred at the end of the surgery during exsufflation. Additional information received via email from user facility on 03 august 2017: a 5mm black piece of a trocar valve has detached in the patient's abdomen. Seen during exsufflation at the end of the intervention. Type of intervention: unknown. Patient status: no patient injury or illness occurred associated with the complaint event.